Event description:
Litigation papers allege the patient experienced pain and discomfort, which became progressively worse over time. The patient presently in pain and has been advised by her orthopedic surgeon that it is her decision as to when she will undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.